Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition or migration of essure coil ¿ unable to locate coil/ initially unable to identify right essure coil during diagnostic imaging"), device expulsion ("malposition of essure coil - initially unable to identify right essure coil during diagnostic imaging & discovered that coil was more proximal to the uterus during removal") and bipolar disorder ("bipolar") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included depression, dental disorder nos, and bipolar disorder. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2013. Concurrent conditions included paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding with clots"), pelvic pain ("severe and persistent pelvic pain"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced urinary tract infection ("recurrent utis") and nausea ("severe nausea"). In 2017, the patient experienced tooth fracture ("dental problems: tooth broken"), dizziness ("feeling light headed"), tremor ("body shakes") and back pain ("worsening of back pain"). In 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia") and depression ("depression"). The patient was treated with ibuprofen (motrin), sertraline hydrochloride (zoloft) and surgery (essure removal with cornual resection and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, urinary tract infection, tooth fracture, alopecia and dyspareunia outcome was unknown, the bipolar disorder, back pain and depression had not resolved and the vaginal haemorrhage, pelvic pain, nausea, migraine, headache, dizziness, tremor and dysmenorrhoea was resolving. The reporter considered alopecia, back pain, bipolar disorder, depression, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, headache, migraine, nausea, pelvic pain, tooth fracture, tremor, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: urinary tract infection. Urine analysis - on an unknown date: results: urinary tract infection. X-ray - on an unknown date: results: could not locate essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and mr received. Date of removal added. Added event partial expulsion(malposition of essure coil - initially unable to identify right essure coil during diagnostic imaging & discovered that coil was more proximal to the uterus during removal). Updated outcome of events. Concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.